Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose levels of 428mg/dl. Customer was treated with manual injection. Insulin pump had pump error alarm. Customer was assisted for troubleshot pump error alarm. The insulin pump will be returned for the analysis.